Event description:
It was reported that the patient's spectra penile prosthesis was removed for unknown reasons. No patient complications reported in relation to this event.

Manufacturer narrative:
Additional information reported in model #/lot #, implant date, and device manufacture date.

Manufacturer narrative:
Analysis results: the two spectra cylinders were visually inspected and functionally tested. One performed within specifications. One cylinder had holes in the outer layer that were the result of a sharp instrument that exposed inner segments. These probably occurred during removal. This cylinder functions as intended. Additional information reported in age/date of birth, describe event or problem, device available for evaluation?, event problem codes, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Event description:
Additional information reported revealed that the device was removed due to the device remaining flaccid.